Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the...

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting two years ago on the abdomen and presented with possible paradoxical hyperplasia (pah/ph).